Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) displayed disk replacement is due. There was no patient involvement.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and was able to confirm the reported malfunction. The stm reported that the device was installed on may 02, 2018. (Current safety disk assist cycles = 765,772 and total assist cycles = 1,579,142) safety disk was not due for replacement until may 2022 or at safety disk cycles of 6,000,000. The stm reset the date and cycle counter to reflect the due date of 05/2022. Full preventive maintenance (pm), calibration, safety, and functionality checks with exception of battery run test were completed per the service manual. Device is functioning in accordance with factory specifications at this time and was cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).